Event description:
Customer called to report that the synchron lx clinical system, model lx20 pro, intermittently generated falsely high sodium, potassium, chloride, carbon dioxide and calcium results for four patient samples. The results were not reported out of the laboratory. When the issue was noticed, the samples were run on a beckman coulter, inc. Cx3 instrument in the laboratory, and those results reported. Therefore, patient treatment was not initiated as the results were amended with the repeated results prior to being reported.

Manufacturer narrative:
The customer technical specialist (cts) provided telephone support and evaluated the calibration, quality control results, and patient data provided by customer, but could not determine the root cause of the instrument issue. Service was not initiated as the instrument contract term has expired and the instrument is being replaced. Customer is now using another instrument in the laboratory for ion-selective electrode (ise) results. (B)(4).